Manufacturer narrative:
Unit passed self test, rewind, however unit failed prime/seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test, and occlusion test or verify no delivery alarms due to prime/seating anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm during filling tube basal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.